Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician, and the condition was confirmed. This is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the force sensing resistors (fsr). To correct the condition, the force sensing resistors were replaced. If any additional information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a damaged force sensing resistors (fsr). "This condition had the potential to interrupt delivery". This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.